Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient seeking legal action. Pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
Patient seeking legal action. Pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. (B)(4). Updated patient and product codes. Lm the devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 1170025. A search of the complaint database finds additional reported incidents against lot code 1123134 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update ¿11/21/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the pfs reports pain, loss of weight, memory loss, difficulty ambulating. The revision surgery notes from (B)(6) 2011 reported the patient had pain, grinding and crepitus. Synovitis, inflammation and metal wear. Only the femoral head was revised.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and liner. Per procedure, this device(s) is exempt from device history record review. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metallosis.